Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported difficult to position and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The non-abbott balloon met resistance during advancement over the whisper guide wire. After the balloon had been inflated and deflated it was impossible to remove the balloon catheter from the guide wire. The guide wire and the balloon were exchanged for new devices. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.